Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that, "when the patient was punctured, there was a stutter when the sheath was fed, and then the withdrawal and re-puncture went smoothly, and the tip of the sheath was found to be hashed when the tearable sheath was finally torn, and the tear sheath was intact after checking. There is a bulge at the tip of the guide wire."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged microintroducer is confirmed; however, the exact cause is unknown. One photograph and one video of a microintroducer were returned for evaluation. An initial visual observation of the video and photo showed damage on the end of the microintroducer sheath. Multiple long and straight splits were observed. The t-handle was observed to be peeled apart in the returned video. No obvious use residues were observed in the returned photograph and video. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that, "when the patient was punctured, there was a stutter when the sheath was fed, and then the withdrawal and re-puncture went smoothly, and the tip of the sheath was found to be hashed when the tearable sheath was finally torn, and the tear sheath was intact after checking. There is a bulge at the tip of the guide wire."